Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with cephalosporin and two other unknown drugs for this event. Pd therapy was continued during treatment. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date at the end of (B)(6), 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.